Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the head of the implantable pulse generator (ipg) was slightly exposed through the patient's skin and an infection was suspected. The device was explanted and not replaced. No further patient complications have been reported as a result of this event.